Event description:
A healthcare facility in (B)(6) reported that seventy-four rt235 infant dual-heated evaqua breathing circuits leaked at the y-piece. The healthcare facility reported that the leaks were detected during testing prior to patient use and, accordingly, there were no patient consequences.

Manufacturer narrative:
(B)(4). Lot number: 090604, date of manufacture: 06/04/2009, quantity: 12. Lot number: 090710, date of manufacture: 07/10/2009, quantity: 2. Lot number: 090715, date of manufacture: 07/15/2009, quantity: 2. Lot number: 091105, date of manufacture: 11/05/2009, quantity: 2. Lot number: 100430, date of manufacture: 04/30/2010, quantity: 15. Lot number: 100708, date of manufacture: 07/08/2010, quantity: 1. Lot number: 100813, date of manufacture: 08/13/2010, quantity: 40. The healthcare facility has returned three of the complaint circuits for testing. The circuits are currently en route from fisher & paykel healthcare's regional office in (B)(4) to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the circuits and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that seventy-four rt235 infant dual-heated evaqua breathing circuits leaked at the y-piece. The healthcare facility reported that the leaks were detected during testing prior to patient use and, accordingly, there were no patient consequences.

Manufacturer narrative:
(B)(4). Lot number: 090604, date of manufacture: 06/04/2009, quantity: 12; 090710, 07/10/2009, 2; 090715, 07/15/2009, 2; 091105, 11/05/2009, 2; 100430, 04/30/2010, 15; 100708, 07/08/2010, 1; 100813, 08/13/2010, 40. Method: five sample breathing circuits were returned to fisher & paykel healthcare for testing. The sample breathing circuits were pressure tested for leaks. Results: four of the sample breathing circuits were found to be leaking from the swivel piece. No fault was found with the fifth sample breathing circuit as it operated properly during testing and did not leak. A lot check revealed no other complaints of this nature for any of the affected lot numbers (090604, 090710,090715, 091105, 100430, 100708, 100813). Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The rt235 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Our monitoring and trending of infant breathing circuit swivel leaks has a rate of occurrence (B)(4).